Manufacturer narrative:
This part is not approved for use in the market, however, a like device with part# 55811015545, 510k# k122433 and UDI (B)(4) is available for the market use. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Initial surgery procedure used: fixation at l1/3 technique used in this surgery: removal of implant it was reported that on an unknown date, due to trauma of lumbar vertebra, fusion surgery was performed. Post-op, the thread shaft of the screw broke. Hence revision surgery was done to remove the broken part. The part from the screw head to the broken part was removed, but the part from the broken part of the tip remained in the bone. There was no patient complications or symptoms reported as a result of this event.

Manufacturer narrative:
Product analysis: visual review confirms screw breakage approximately 2 threads down from the base of the bone screw head. Optical and microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Some evidence of fracture surface damage is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major diameter of the bone screw confirms relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.